Manufacturer narrative:
Additional narrative: devices were discovered broken on (B)(6) 2016 but it is unknown when they broke. Additional product code: lxh. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: may 13, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a routine inspection of instruments on (B)(6) 2016, it was noted that several instruments were not functioning correctly. Two (2) t-pal spacer applicators and two (2) t-pal trial spacers have broken tips. There was no patient involvement. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the two (2) t-pal applicator inner shaft (part number 319.006, lot numbers 9652895 and 9858948) and the two (2) t-pal trial spacers (part number 03.812.310, lot numbers 9505116 and 9817987) . The subject devices were returned with the complaint condition stating all four t-pal instruments were found to have broken proximal coupling heads. The returned inner shaft and trial spacer were examined and the complaint conditions were able to be confirmed in each instance as the proximal coupling heads were found to be broken and not returned. The remainder of the devices were found to be intact with minimal witness marks concentrated on the distal prongs/spacer consistent with wear and tear; these marks would not inhibit device functionality. The complaint is confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Testing has been conducted to evaluate the instruments¿ connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. Additionally endurance testing (insertion and removal) was completed and no functional failures were observed after 100 cycles. The received failure mode is consistent with impaction while the handle (part number 03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.